Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the anesthesia workstation posted an alarm during a surgical procedure and stopped automatic ventilation. The user performed manual ventilation; no patient consequences have reportedly occurred.

Manufacturer narrative:
The observed behavior can be confirmed after log file evaluation. The system test was passed in the morning w/o deviations and the first part of the procedure ran stable and unremarkable. Then the device suddenly detected an error condition in the pulse-width modulation control loop and forced a preventive shutdown of the blower unit as specified. This shut-down was accompanied by a corresponding alarm. Fresh gas dosage and manual ventilation remain available in this case which reportedly allowed the user to finish the procedure w/o consequences for the patient. The blower and the control board were preventively replaced. The exchanged parts were subject to an in-depth investigation. However, even a four weeks test run in the periphery of a lab device produced no findings - the blower did not exhibit the particular malfunction again. Thus, the exact root cause that triggered the system response during the course of event cannot be determined. There are no comparable cases known.

Event description:
Refer to initial MFR report #9611500-2017-00360.